Manufacturer narrative:
No button response due to corroded keypad traces. Unable to perform displacement, rewind, basic occlusion, occlusion, prime/delivery and excessive no delivery test due to unresponsive buttons. Pump received with minor scratched display window, cracked battery tube threads, cracked reservoir tube lip. (B)(4)

Event description:
The customer's father reported via phone call that the insulin pump's keypad were not responding properly. The caller reported that this issue began several days prior to the call. Blood glucose level at the time of the incident was around 200 to 300 mg/dl. The caller was advised that the insulin pump would be replaced and agreed to return the product for analysis.